Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable high testosterone g2 elecsys result for one patient from the cobas e 801 module. The initial result was >1500 ng/dl. The customer repeated the sample with a dilution and the result was low no specific result was provided. On (B)(6) 2023, the customer repeated the sample three more times and the results were all around 6.80 ng/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 62093701 with an expiration date of 31-aug-2023.

Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.